Manufacturer narrative:
Additional information was received that the patient's new pain was not device related. The patient underwent a revision procedure wherein everything was explanted and a new ipg and leads were implanted per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to ipg was failed to work. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to ipg was failed to work. The patient will undergo a revision procedure.